Manufacturer narrative:
Date of event - olympus was notified of the microbiological test results of the non-olympus aer on may 8, 2022. The hygiene microbiological investigation (hmi) reports for the aer are dated (B)(6) 2022 and (B)(6) 2022. The hmi test report for the scope (subject device) is dated (B)(6) 2022. The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided the details of their cleaning, disinfection, and sterilization processes. The air/water channel is pre-cleaned using detergent. The scopes are manually cleaned, using an endoskop-reinigungsbursten set and an fa endoflex nebs41221-g-set01 to brush the instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/areas around the forceps elevator. Endo high detergent and endo high paa disinfectant are used with the wassenburg rgd e (aer). The scopes are stored hanging vertically in a simple cabinet. The scope was not sterilized. Olympus is the maintenance company for the scope. The microbiological test results of the aer were provided to olympus. In the hmi report for the aer dated april 29, 2022, there was no indication of microbial contamination. In the hmi report for the aer dated may 2, 2022, the device tested positive for microbial contamination. The aer tested positive for the following microbes in various samplings of the device: an unidentified amount of micrococcus spp. An unidentified amount of corynebacterium spp. Two (2) cfu of micrococcus spp. Two (2) cfu of corynebacterium spp. One (1) cfu, one (1) cfu, and three (3) cfu of coagulase-negative staphylococci. Three (3) cfu, two (2) cfu, three (3) cfu, one (1) cfu, one (1) cfu, and one (1) cfu aerobic spore formers. Once the investigation has been completed, a supplemental report will be submitted to include the device evaluation results.

Event description:
The customer reported to olympus that during routine testing of the non-olympus automatic endoscope reprocessor (aer), the aer tested positive for microbial contamination. The subject device (model cf-h190l, evis exera iii colonovideoscope) was then tested. The hygiene microbiological investigation (hmi) report indicated the channels of the scope were cultured and tested positive for microbial contamination. There were three (3) colony forming units (cfu) of enterococci in the biopsy channel, and thirteen (13) cfu of enterococci faecium in the suction channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Additional test results for the scope are reported. Test results for the aer are reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The lm reviewed the users provided cleaning disinfecting and sterilization (cds) practices and noted the following deviation from the device instructions for use (IFU): not aspirating water into forceps channel and suction channel when precleaning and not flushing the secondary water channel during precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few noted defects are as follows: due to a chip on distal end cover, insulation resistance value at distal end does not meet the standard value, light guide lens has a chip, adhesive on bending section cover is rough, due to wear of angle wire, bending angle in down direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the positive culture was caused by the user's deviation from the device IFU. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.